Event description:
It was reported that the fiber broke after 180,785 joules and 20 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing another fiber. There were no patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify breaks/fractures at tip. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. Based on the device analysis, the product complaint "fiber break" could not be confirmed. The damages found on the fiber were determined based on heat accumulation. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber broke after 180,785 joules and 20 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing another fiber. There were no patient complications.